Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. In addition, the elective replacement indicator (eri) was triggered in may. The patient was hospitalized pending device replacement. This pacemaker remains in-service at this time. No additional adverse patient effects were reported.